Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients lead was fractured. It was also mentioned that the patients lead had high impedances.

Event description:
A report was received that the patients lead was fractured. It was also mentioned that the patients lead had high impedances.